Event description:
The MFR received a medwatch report that stated the following: in 2003, actual date is unknown, anesthesiologist was placing a catheter for dialysis. Upon trying to insert the catheter, the pt experienced pain in the chest. The anesthesiologist pulled the catheter back and was unable to remove the guidewire. The anesthesiologist then removed the entire catheter. After the catheter was removed, the pt continued to experience chest pain. The physician ordered a chest x-ray, echocardiogram, and serial hematocrits. The anesthesiologist reports that he has used this device numerous times without difficulty. The anesthesiologist reports that this is the first time with this device where the catheter stuck. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device malfunction-that is, the device did not do what it was supposed to do.